Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history revealed a "no cartridge detected" and a "loss of prime" warning. A review of the black box history indicated multiple "no cartridge detected" warnings and "loss of prime" warnings associated with zero force. During the load step the pump failed to detect the cartridge, giving a "no cartridge detected" warning. A force sensor calibration test confirmed the sensor was not detecting correct force. The pump was opened, the investigation revealed that the force sensor was found to be out of calibration and a component on the print circuit board (pcb) was found to be misaligned and shifted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was found to be out of calibration and a component on the print circuit board (pcb) was found to be misaligned and shifted. This report is made based on results of investigation completed on (B)(4) 2013.